Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain due to the placement of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the ipg pocket site was relocated. The patient was doing well postoperatively. The explanted ipg was not returned.